Manufacturer narrative:
Initial and final MDR 1912498 - MDR 3003442380- 2024 -14428 - device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in spain, it was reported that the five infusion set cannula was kinked on 01-apr-2024, 09-apr-2024, 19-apr-2024, 23-may-2024 & 29-may-2024 and patient faces symptoms within 3 hours of insertion. The infusion set is used for few hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.